Event description:
It was reported that the customer administered a bolus by entering carbs into the units section of the bolus menu. Reportedly emergency services were called. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.